Event description:
The reporter indicated the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014 and noticed pupillary block with elevated iop in the post-operative period. This was associated with a significant reduction of irido-corneal angles. The icl vaulting was considered to be excessive. Three weeks later the surgeon decided to remove and replace the lens was a shorter one and this resolved the problem. After the exchange the patient's bcva was 20/20.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Pt weight: unk. (B)(4). Method: work order search & medical review. Results: visual inspection of the returned product showed the lens was received dry with no visible damage. The lens was rehydrated and both the length and width of the lens was re-measured and found to be within original design specifications. A lens work order search was performed and no similar complaints were found within the work order. Medical review - pupil block with elevated iop in the presence of high vault early after icl implantation may occur due to: non patient/functioning iridectomies (too small, too peripheral and/or not fully permeable, blocked by visco), remaining viscoelastic in the anterior chamber, oversized icl with angle closure, too narrow angles/crowded ac due to small eye anatomy preoperatively, unexpected abnormal l anatomy or tissue abnormalities (presence of iris/ciliary body cysts), mal-positioned footplates, ect. There is not enough clinical data to determine the exact cause of this event, however, we cannot rule out excessive vaulting secondary to a long lens as a contributing factor. According to use fmea (failure modes and effect analysis) it has been determined that the inadequate vault is a consequence of wrong lens use failure mode (i.e. Improper white to white measurements, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop, ect.). To prevent any of these complications from occurring, staar recommends that the lens be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect the outcome of the patient's vision. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a probable root cause of inadequate vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).